Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before implant of the lead, the helix was screwed in and out for testing. It was noted that the helix jumped out several times during the testing. The lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.